Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem ((B)(4)) has been confirmed. Upon evaluation, the blue and red wire between ecgs c and d was shorted, causing the electrode belt's +5 power supply to short. The cause for the shorted wire cannot be positively determined. No adverse event resulted from the electrical short. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll customer support to report that his device displayed the following warning "...has a problem and cannot be used". The pt was issued a replacement electrode belt.